Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An air alarm occurred at the end of a routine hemodialysis treatment with air visable in the tubing and filter. Rinseback was not performed resulting in an estimated blood loss of 120cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed the air alarm to user error as the operator most likely did not press stop at the end of treatment prior to reconfiguring cartridge for rinseback which allowed air to enter the circuit. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff provided additional training regarding end of treatment procedures. Nxstage medical considers this report closed. No additional info will be provided.